Event description:
During the removal of the catheter, it was noticed that the length was not what was expected. A chest x-ray was ordered, and it was noted that a portion of the catheter had been retained in the right atrium and possibly the ventricle. The pt was stable and was transferred to a full svc hosp which removed the retained portion.